Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level and high blood glucose. Customer's low blood glucose was 52 mg/dl and blood glucose running above 200 mg/dl. Customer's high blood glucose at 307 mg/dl. The customer treated with food for lows and had backup syringes for highs. The customer also reported sensor issues. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with operating currents within spec. Unit passed self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device was programmed with test transmitter link and test plug simulator. Device communicated properly and display the calibrate your sensor alarm properly after completion of the warm up. A calibration value was manually enter and unit display the programmed valued properly on the display graph. No sensor anomalies were noted. The insulin pump feature auto mode was turn on and monitored. Device displayed properly the auto mode icon, feature working properly. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.